Event description:
It was reported that the lead exhibited capture and sensing anomalies.

Manufacturer narrative:
Final analysis found an abrasion on the proximal insulation at 6.5 cm from the connector pin, which would cause the reported capture and sensing anomalies.